Manufacturer narrative:
Three twisted staples in the cartridge nose.

Event description:
The device was used during an unknown procedure. It was reported by the rep. The device jammed. There was no consequence to the pt.